Event description:
The account alleged the pt position module will not set. No pt impact.

Manufacturer narrative:
The account found the issue was user error and the pt position module was functioning as designed.